Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A batch review cannot be performed since there was no lot number provided. The reported condition could not be confirmed; the root cause could not be identified.

Event description:
It was reported that an unknown one-link device was observed to simultaneously flow. During infusion the nurse observed that when the secondary chemotherapy infusion was programmed to infuse at a rate above 300 ml/hour, there would be "concurrent flow". There was patient involvement; however, there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.